Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that his blood glucose level went from 400 mg/dl to 500 mg/dl. The customer corrected his high blood glucose level with a syringe. The time and date, the bolus wizard, and the basal rates were programmed inaccurately. The device was not returned.